Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2019 the 67 years male patient experience an issue with severe hypoglycemia and patient went to emergency room and nature of patient is serious and sometimes patient lost consciousness between 17:30 to 18:20 and the reason is fell and hit forehead. No further information available.

Manufacturer narrative:
(B)(6).